Manufacturer narrative:
Reported event: an event regarding elevated metal ions and altr involving a rejuvenate modular device was reported. The event was confirmed.

Event description:
It was reported that the patient is asymptomatic. Additional information received from legal on 3/10/2016: plaintiff alleges the right rejuvenate hip implanted on or about (B)(6) 2010 failed causing pain and elevated metal ion levels. Plaintiff has not yet scheduled revision surgery on either hip. Suit filed in (B)(6). Update 12/january/2021 wg: as reported by rep: "dr. Performed a right hip revision due to altr. No more information is available per doctor." Spoke to rep. A rejuvenate modular stem construct, biolox head, and x3 insert were revised. Rep provided a primary usage report and confirmed there are no allegations against the revised head or liner.